Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work, was confirmed. It was found that the motor was noisy and that the resistance values of the keypad of the hand control set and the protective earth resistance of the motor cable were out of range. Also the locking ring of the drill mounting mechanism was found to not close properly. As a result, the blade was found to not lock into the shaver. The motor, motor cable and the hand control set were replaced, the defective drill mounting mechanism was repaired, the device was modified as per the specifications of the manufacturer, repaired, tested and found to be fully functional. Given the information provided, we cannot discern a definitive root cause of the defective components of the device. This serialized device (serial : (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece device did not work. During in-house engineering evaluation, it was determined that the locking ring of the drill mounting mechanism was found to not close properly; and a a result, the blade was found to not lock into the shaver device. There was no procedure nor patient involvement reported. No additional information was provided.